Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump has not been delivering insulin. Customer stated that he went through the body scanner at the airport, and the screen went blank afterwards. Customer cleaned out the battery compartment and the screen returned with all the settings erased. Customer stated the insulin pump was delivering boluses but not basals. The customer's blood glucose was unknown. Performed troubleshooting with customer and advised insulin pump will need to be replaced. Advised to discontinue use of insulin pump and revert to backup plan per healthcare provider's instructions. Customer also stated that the insulin pump alarmed battery out limit while changing his battery out. Customer also mentioned no delivery alarm. Performed troubleshooting and customer stated alarm was resolved by complete set change. Customer mentioned scratches on screen but is still able to read the screen. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.